Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15983584 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15983584 was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failing to open. The field service engineer (fse) identified that broken latch plunger u-link, which was replaced, and all connections were reseated. Cleaned debris, foil, and loose medications from the drawer assemblies and successfully completed diagnostic testing. Additionally inspected and serviced drawer 6.2 by reseating cables, removed debris and loose medications from the internal drawer and cleaning internal components, and validating proper operation after reboot and testing. The system functioned as intended after the field service engineer repaired the device.